Manufacturer narrative:
(B)(6). Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that, as returned, the adjustment screw has been separated from the clamp. The retainer ring and washer had been broken free of the adjustment screw. The retainer ring breaks free of the adjustment screw when the screw is turned beyond the limit of the clamp to open the jaws of the clamp. Otherwise, the clamp is in good condition. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their tall spinous process clamp was damaged. The surgeon was trying to adjust the clamp prior to being placed on the patient. The clamp screw was loosened and two washers fell out. The surgeon opted to continue the procedure using a different clamp. This event occurred on (B)(6) 2016, medtronic was made aware on (B)(6) 2016. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.